Event description:
Consumer called stating they are comparing their paradigm link meter to their other meter and teh way they are feeling. Pt feels the competitive meter is more accurate. Analysis run on clark error grid using consumer's competitive meter (66,65,66,52)as ref. Point vs. Bd readings of 98,89,81,82 yielded data points in the d zone of the grid - outside acceptable limits.